Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was brought to operating room for a revision of a primary total hip replacement. The primary hip was an accolade tmzf stem, psl cup size 60, 40mm x3 poly and a 40mm -4 lfit femoral head. After incision and dissection of the hip it was determined that the femoral component needed to be revised. Accolade tmzf stem was revised to a restoration modular cone conical. The poly was downsized to a 36/10 x3 liner and a +2.5 36mm biolox head was then implanted.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar) which noted [...]. Surfaces of the neck exhibited damage, consistent with wear mechanisms between the head and stem. Damage consistent with the explantation process was also observed on the trunnion.[...] The mar concluded [...] Damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms between the head and stem. No root cause could be determined. Scratches were observed on the insert. This is a common damage mode of uhmwpe. Eds showed the debris from the head was consistent with the stem, the head and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.[...] -medical records received and evaluation: a review of the provided medical notes, x-rays and mar by a clinical consultant noted the following; [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review concluded [...] With two total hip arthroplasties in situ more than nine years, the diagnosis of trunnionosis based on one moderate serum cobalt elevation is not justified based on the clinical and radiographic material reviewed. None of the components implanted in either hip were subject to a recall. There is no evidence these revision surgeries were the result of factors of faulty component design, manufacturing or materials.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Patient was brought to operating room for a revision of a primary total hip replacement. The primary hip was an accolade tmzf stem, psl cup size 60, 40mm x3 poly and a 40mm -4 lfit femoral head. After incision and dissection of the hip it was determined that the femoral component needed to be revised. Accolade tmzf stem was revised to a restoration modular cone conical. The poly was downsized to a 36/10 x3 liner and a +2.5 36mm biolox head was then implanted.